Event description:
It was reported to philips that the allura system was not shutting down. The device was not in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pc board and the bios battery, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. The system did not boot up despite attempts to restart it. It took three restarts to power up successfully. A philips remote service engineer (rse) examined the system remotely and identified in the logs that the system's date and time were incorrect. This prevented the system from booting up. A philips field service engineer (fse) checked the system onsite and replaced the single board computer (sbc), the bios (basic input/output system) battery, and reconfigured the bios. The defective sbc was analyzed, but no conclusive failure could be determined. The replacement of the sbc and the battery by the fse resolved the reported issue and restored the system's functionality. After the replacement, the system was returned to use in good working order, and no other similar incidents have been reported. The codes were updated based on the investigation outcome.